Event description:
The forceps were used for cauterizing. After withdrawing the forceps from the pt's body cavity, insulation was allegedly missing. A search inside the body cavity found insulation in one piece.